Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-12660). Correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device could not be interrogated. Communication could not be established remotely or in clinic. No patient symptoms were reported. The device was explanted and replaced.